Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil experienced resistance in the sheath and prematurely detached within the catheter. The patient was undergoing treatment for left hypogastric artery embolization. The patient's blood flow was normal, and the vessel t ortuosity was minimal. It was reported that the fifth coil used could not be delivered as complete disruption occurred within the progreat catheter. The pushwire was not bent or broken. There had been no friction or difficulty during delivery. The physician did not reposition the coil, and no detachment attempts had been made. A continuous flush had been administered. No medical or surgical intervention was needed, and the event did not lead to or extend hospitalization. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a progreat 2.8fr catheter.

Manufacturer narrative:
H3: the concerto pushwire was found to have several kinks at 170.5cm for 17.0cm from proximal end. The shield coil was found stretched with the detachment stick no longer attached. The implant coil was found to be already detached and returned. The implant coil was found to be stretched and damaged. Based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.